Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 22mm mechanical valve, the valve was explanted and replaced with a 20mm mechanical valve due to a sizing error. The physician reported that the pre-implant sizing measurement was between 20mm and 22mm. However, during the implant, the 22mm valve was difficult to seat and the surgeon attempted unsuccessfully to remove a portion of the valve sewing cuff. No additional adverse patient effects were reported.